Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2012, it was reported that the infusion set is leaking insulin where the tubing is attached to the cannula. The pt noticed the leak because his shirt was wet with insulin. The infusion device did not display any error or alert messages. The pt experienced elevated blood glucose levels at this time. The pt stated that the cannula could be too short for his body. His normal blood glucose level range is 5 to 5.7 mmol/l (90-135 mg/dl). During the time of the event the pt's blood glucose levels were between 15 50 20 mmol/l (270 to 360 mg/dl). The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced. No product was requested to be returned for evaluation because it had been discarded.

Manufacturer narrative:
The customer material had been lost, (B)(4) was initiated to follow up this issue. The complaint cannot be verified. No lot number is known, no investigation could be performed. Therefore, the complaint cannot be verified. The problem mentioned by the customer could not be reproduced. No product returned for evaluation.